Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse in (B)(6) of peritonitis with (B)(6) and (B)(6) in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis manifested by cloudy effluent. On (B)(6) 2011, the patient was treated with on vancomycin and gentamycin ip for peritonitis. On (B)(6) 2011, the patient completed treatment with vancomycin and gentamycin. On (B)(6) 2011, the patient started vancomycin every five days ip and oral bactrim for 30 days. The cause of peritonitis was unknown. Dianeal therapies were ongoing. The patient was recovering from the event. Per the nurse, the peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd887711 and gd887034 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. This is report 2 of 2 involved in this peritonitis incident. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.